Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger.

Event description:
A consumer reported being unable to charge, her implantable neurostimulator (ins) was not charging. She had been sitting for the past two hours trying to charge the ins, but the ins battery level was not charging up. When the consumer checked the battery level with her patient programmer (pp), it showed the ins battery was getting lower. She was getting the ins charging screen, but no coupling boxes. Troubleshooting was attempted; however, it was unable to resolve the issue. She was shown how to do antenna locate at her doctor's office and has tried, but the highest number she can get was 68 and coupling did not improve. A replacement recharger antenna was requested. Additional information received from the consumer reported she gets the boxes in the recharger, but nothing was shaded. Additional troubleshooting attempted, but the consumer was still getting zero boxes. She noted that her ins site was sore since implant and that her skin got warm. The consumer was going to contact a manufacturer representative. Information received from the representative reported the consumer continued to have recharging issues. The consumer received a new recharging antenna, but that did not correct the issue. The device was not deep and the representative could feel the outline of the device. The representative noted review of an x-ray; however, results were not reported. A replacement recharger was requested. Additional information received from the representative reported continued difficulty/inability to recharge. The representative was able to communicate with another external device. Attempted an antenna locate, which did not resolve the issue, and noted they were only able to get a difference of 4 between the baseline and top number. The representative attempted a short physician mode recharge (pmr) to send a reset command, but that did not improve the coupling issue. The consumer had been sent another antenna and insr, but this did not resolve the issue. No ins pocket issues reported; the pocket was not swollen and the device was tight in the pocket. Troubleshooting reviewed the possibility of a flipped device. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.